Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken lens. This issue occurred during setup and inspection for use (during setup in the room, before the patient was in the room). There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing eyepiece section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to crushed lens body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.